Event description:
On (B)(6) 2012, it was reported that the patient experienced blood glucose (bg) of 40mg/dl in the early morning several weeks ago. The exact date is unknown. The reporter stated that the patient was treated at home with glucagon or glucose tabs as well as oral carbohydrates. The reporter was unclear about the treatment method. It was reported that the patient responded quickly and that no medical assistance was required. On the day of the original complaint the reporter alleged that the pump was responsible for the hypoglycemia but did not specify a malfunction, defect, or use error. On (B)(4)2012, the reporter reviewed the pump with customer technical support (cts) and confirmed that the pump settings were correct, there were no alarms on the day of the incident, and there were no problems with infusion sets or sites. This complaint is being reported because the possibility that the use of an insulin pump, malfunction or misuse contributed to a hypoglycemic event cannot be ruled out.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.